Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and verified the reported issue. Physio observed that the therapy connector latch is broken and cannot lock a therapy cable into place. Physio replaced the therapy connector and observed proper device operation through functional and performance testing. The device was returned to the customer for use.

Event description:
The customer contacted physio-control to report that the front case of their device and the therapy connector were physically damaged. There was no patient use associated with the reported event. Upon evaluation, physio-control observed that the therapy connector latch is broken and the device cannot keep the therapy cable locked into place. As a result, defibrillation may not be possible, it were necessary.